Event description:
It was reported that a non-dehp high flow rate extension set leaked due to a cracked luer collar. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.